Event description:
It was reported that while in patient use the cuffs wouldn't inflate or would deflate quickly. No patient injury.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Samples received: two used samples were received without their original packaging, with their certificate of safe handling and their obturator. Visual inspection results: no discrepancies were found during the inspection. Functional test: the 2 samples received were inflated with air using 5 ml syringe, after that the cuffs were gently manipulated. Results: the cuffs were inflated without abnormalities. It was demonstrated that the cuffs were symmetrical, and no leak was detected. The complaint is not confirmed. The cause of the reported problem could not be determined. A DHR (device history review) was performed and no problems or issues were identified during this DHR review., corrected data: e4: correction: customer reported to FDA: no information h1: correction: type of reportable event: serious injury.